Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reports to us that during an arthroscopic knee repair with the use of the mitek rigidfix system, a portion of the femoral 7 mm rod broke off into the bone tunnel. The surgeon was unable to retrieve the fragment; however, the procedure was completed successfully without further issue or harm to the pt. The surgeon admittedly states that the device failure is a result of user technique and not attributed to any defect of the device. Complaint device discarded at user facility.